Event description:
Staff reported to biomed alarmed needs service, no patient harm. Preliminary evaluation of the device logs indicate outlet pin unexpectedly closed, suggesting a sticking av pin. The biomed was instructed to clean the pin with alcohol. A test infusion was completed without any errors so the pump can be put back into service. An internal CAPA on the issue for sticking fva pins was opened in july 2022. Mechanical interference with function of the fluid valve pins primarily (and once with the loading pins) is leading to complaints. The interference appears to be the result of residual contamination from fluid exposure. The root causes are identified as the following: 1. Unanticipated exposure to polysaccharide material from unknown source found to create interference at the fva pin 2. Initial training for cleaning steps per IFU had not been effective and required re-training for some users 3. Persistent noncompliance in cleaning steps from some users despite retraining and reinforcement of cleaning the action planned to address this issue is to retrain all current customers on cleaning per the IFU as a mitigation for fva pin binding due to residual chemical interference. Fresenius kabi is also considering bolstering training material and/or annual re-training. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.